Event description:
It was reported the device was removed due to it ¿not working.¿ it was stated the device worked for about 2-3 months after it was implanted and then it felt like ¿something in the middle of their rectum.¿ the patient knew ¿it¿ had move to where their soreness was and it was uncomfortable where they felt it. It was like the patient was ¿raw¿ inside there. It was noted the patient always felt sore at the top of the device site since implant. The patient had met with the representative in (B)(6) 2013 after the doctor reportedly stated the patient¿s bladder and device were not working. It was noted the patient had ¿horrible¿ fluid retention and it was a bad experience. A kidney stone was also noted. At the time, it was determined the device was off. It was decided to remove the device a s it would ¿not do the patient any good.¿ it was added that the patient had problems before and they went to ¿try to move the machine where the wire would work.¿ it was unclear what this referred to. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID neu_unknown_lead, product type lead. (B)(4).